Event description:
The customer reported that the 9800 system was missing pt images. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep reformatted the hard drive and reloaded the software. The system was tested and operates as intended.